Event description:
Venous disconnect was reported from an ash medcomp interjugular permeath catheter from clinical services. "Dsd" reports that two hours into routine hemodialysis treatment, the pt was found unconscious. The venous line was found separated from the catheter. There was visible blood on the floor, estimated blood loss ? The venous line was reconnected, blood was returned, and 600cc of normal saline was administered. The pt was transported to the hospital and expired. Follow-up conversation transpired on 7-27-99 with director of nursing. The conversation was to verify and obtain additional info. Director of nursing indicates that the venous line was found separated from the catheter and lying under the pt's arm. Pt info was received. Clinic indicated that catheter was 1 month old. Sample is available. User facility MDR was filed against the bloodline, the catheter and the dialysis machine. User facility MDR was received after conversation with director of nursing on 7-27-99. The bloodline user facility MDR indicates that a venous line separation occurred with approx 1.5 x 2 ft of blood found on the floor. Indicates that the cause of the disconnect is unk. Airborne mailer was sent on 7-27-99 with response letter.